Event description:
I take 100mg biotin tid for ppms. I had routine labs done and thyroid tests indicated thyroid storm. I got a frantic call from office to come right in. I had no symptoms and was not at all close to the office. I am a disabled nurse practitioner and knew the critical labs did not correlate to my physical status. I let my pcp know that I would hold the biotin and get the labs repeated and to cancer the nuclear med scan and ultrasound testing. The repeat labs were perfectly normal. If I had not done my due diligence, I coudl have ended up getting my thyroid irradiated and been put on lifelong meds that would then be necessary. Please make sure that thyroid testing interference is added to your alerts. Although I was not injured, I easily could have been. I saw your alert yesterday anout troponin and wanted to respond. Thank you for making this problem known. (B)(6).